Manufacturer narrative:
Phone # was not provided by the customer.

Event description:
The customer reported that one of their mx450 monitors had a speaker malfunction; the customer didn't hear the speaker beep. The device was not in clinical use at the time the issue was discovered; no patient involvement.

Manufacturer narrative:
This report was submitted incorrectly, using an incorrect FDA reg#, please cancel. The correct report has been submitted via MDR# 9610816-2017-00027.